Event description:
Patient was laying on table. The doctor was doing a laparoscopy and had just inserted the scope. He asked for the table to be tilted up (patient's head). When the other doctor cranked the table, the table broke. Dropping the patient's head section directly to the floor. The patient ended up with half her body on the floor (head section). It happened so fast that it was impossible to see if the patient's head hit the floor and then slid off the table when the table fell or if she slid off the table after table hit floor according to staff in room. The doctors immediately examined the patient's head. No visible damage to head. The patient was picked up onto a gurney, doctor stitched the wound and did not proceed with the surgery. Doctor ordered CT scan for patient. Results came back negative (no damage to head and neck). Surgery scheduled for next day.